Event description:
It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheters and a spy ds controller were attempted for use during a cholangioscopy procedure on (B)(6) 2024. During the procedure for a test period, when the boston console was switched on before the spyscope was inserted. It turned on as usual, but when the cholangioscope was plugged in, there was no image or light, suggesting that the device was not communicating correctly with the console, even after replacing the cholangioscope with an identical unit from the same batch. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.